Event description:
PICC nurse donned on sterile gown for the procedure and as he proceeded to open the sterile glove, he noted there was only one glove in the packet and a hole on the glove tip for the pinkie. The PICC nurse opened 3 packets, 2 out of 3 had a hole. The employee reported the defected product and did not save the product package. There are 2 different lot numbers for the same product, by the same company. Lot #4s16d003 and lot # 9l16e002.